Manufacturer narrative:
The account found that the front castor came off the lift. It is unk if the facility performs preventative maintenance on their lifts. The tech provided the account the part number for the castor. The account will order and replace the castor to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the front castor on a viking m lift came off. The lift was located in a patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).